Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: as a lot number was not received, therefore, a device history review could not be performed. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device not returned.

Event description:
It was reported that during a cholecystectomy procedure, an air leak occurred. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.